Event description:
It was reported that: "wires separated. Qty of 2." Associated to another complaint. Additional information on (B)(6) 2023: the complaint was on two wires of the same lot number of the micropuncture kits. There were no adverse effects to patient mentioned in phone call. Several attempts to gain more information from the account have been unsuccessful. A follow up report will be submitted if more information becomes available.

Manufacturer narrative:
Qn# (B)(4). Associated to MDR 2134812-2023-00010. An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: "wires separated. Qty of 2." Associated to another complaint. Additional information on 22feb2023: the complaint was on two wires of the same lot number of the micropuncture kits. There were no adverse effects to patient mentioned in phone call. Several attempts to gain more information from the account have been unsuccessful. A follow up report will be submitted if more information becomes available.

Manufacturer narrative:
Qn#(B)(4). Associated to MDR 2134812-2023-00010. There was no product returned for this complaint. No returned product evaluation could be completed. Mik introducer wire is a supplied unit by heraeus medical. A device history record review was completed for the wire lot. All process steps were followed correctly. Case details were reviewed. Customer stated, "wire separated". No unit was returned to vsi/teleflex for evaluation. It is unknown what damages occurred on the unit and where exactly the separation was noted. Per IFU states the following warning and precaution - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. - do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire. Additional information was requested. No response was received. It is unknown if any piece was left in the anatomy, or any interventional procedure was employed to treat or remove the separated piece. Customer stated no adverse effects were noted on the patient. (B)(4). It is likely that the bevel of the needle could have interacted with the coil leading to the separation when operated against resistance. However, without additional information and confirmation from the customer, the most likely root cause of the issue is undeterminable.